Event description:
It was reported that pump issued cartridge alarm during cartridge loading, and caller noted repeated cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup, technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode and return it with pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.